Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged lacerations are related to v.a.c. Dressing. Device labeling, available in print and online, states: carrying case use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c. Therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of door knobs and other household objects that could catch exposed tubing.

Event description:
On 08-jul-2019, the following information was reported to kci by the patient: on (B)(6) 2019, the patient allegedly tripped over the v.a.c. Tubing and experienced lacerations to his face. The patient noted he had a "black eye," and required stitches to his forehead. On 06-aug-2019, the following information was provided to kci by the patient: the v.a.c. Dressing was discarded, and the lot number is unknown. No additional information is available. The v.a.c. Dressing was discarded and the lot number is unknown, therefore a device history review could not be performed.